Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus confirmed the customer report of an abnormal color tone¿only magenta and green. Based on the results of the investigation, the root cause could not be identified. The defect was likely caused by damage to the image sensor unit (e.g., disconnection) or failure of mounted components (integrated chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: the inspection method for the suggested event is described in the operation manual "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system" additionally during the device inspection, it was found that the glue on the objective lens was peeled off. Based on the results of the investigation, the root cause could not be identified. The defect was likely caused by external factors or the handling of the device. The event can be detected/prevented by following the instructions for use which state: the inspection method for the suggested event is described in the operation manual "chapter 3 preparation and inspection 3.3 inspection of the endoscope" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the endoeye flex deflectable videoscope displayed an abnormal color tone, only magenta and green. The issue occurred during preparation for use for an unspecified therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.